Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not able to recover. A field service engineer replaced the 7-drawer pyxis cable for the unit to address connectivity issues. After the replacement, all drawers were detected and accessible. The hardware test application was executed to ensure each drawer opened and closed properly. During the process, a few half height (hh) drawers with loose front panels were tightened, and several medications that had fallen between cubie pockets were recovered and returned. Additionally, the inseparable (insep) latch was replaced on full height drawers 1, 2, and 3. Preventive maintenance was completed, and the unit was confirmed to be fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed and not able to recover. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed and not able to recover. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.